Manufacturer narrative:
D4: the UDI # could not be provided as the part and lot numbers were not reported. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection, perforation and myocardial infarction are listed in instructions for use guide wire hi-torque guide wires ce FDA as known patient effects of the procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery. A non-abbott balloon catheter was used with an unspecified .014 balance middleweight (bmw) guide wire. During removal, the non-abbott balloon became stuck and was attempted to be pulled, but a non-abbott 7.5f guide catheter would deeply intubate, which advanced the bmw guide wire into the posterolateral branch. A non-abbott guide extension catheter was intubated to remove the non-abbott balloon with force, but the force led to all devices being removed. There was st elevation in the inferior leads from an occlusive dissection of the posterolateral branch, which caused a myocardial infarction. The posterolateral branch was recanalized using a non-abbott guide wire and a non-abbott microcatheter. An unspecified bioabsorbable scaffold was used, and the st elevation resolved. The guide wire had caused a distal perforation which was complicated by a small pericardial effusion that slowly accumulated over a period of days and eventually required pericardiocentesis due to signs of cardiac tamponade. This led to inflammation and further pericardiocentesis was required. Eventually, the patient required steroids for 6-12 months to cure the pericardial effusion. Following the initial procedure, the patient was transferred to the coronary care unit for further management. There was no reported clinically significant delay in the procedure. No additional information was provided.